Event description:
Customer received discrepant d-dimer results for twelve patient samples, customer states total number is unknown since issue began at install (2007). Five patient examples were provided. Patient 1: initial result 0.078 ug/ml, repeat <0.10 ug/ml. Patient 2, initial result 0.214 ug/ml, repeat 0.120 ug/ml. Patient 3, initial result 0.757 ug/ml, repeat 0.610 ug/ml. Patient 4, initial result 8.566 ug/ml, repeat 6.659 ug/ml. Patient 5, initial result 8.116 ug/ml, repeat 6.572 ug/ml. Initial results were reported. Lab stated the difference between original and return was not sufficient enough to take any corrective action. Customer could not state if the patients were adversely affected. The technical service representative determined the customer was running citrate samples on a heparin application code and she updated it to the correct code.